Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The device has been received, and the evaluation is in process. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). The customer discontinued use and returned the device to the tampa bay facility. The device was received inoperative for an audible alarm with a cracked cover. A review of the device logs revealed one instance of iipv. The product analysis lab evaluated the device. With reference to the iipv decision tree, the cause for the iipv found in the logs was determined to be insufficient drain, one or more cycles advances to next fill when slow / no flow occurred above the minimum drain volume threshold. The device's service history record was reviewed and no issues were identified that may have contributed to the iipv. Renal quality engineering, along with plant servicing and quality personnel, will continue to monitor product lines for trends and will take corrective/preventive action as appropriate. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
During initial assessment of a returned homechoice machine, a baxter technician found an increased intra-peritoneal volume (iipv) that was identified in patient therapy log on (B)(6) 2010 with ultrafiltration of 1234 ml during cycle 5. There was patient involvement but no patient injury or medical intervention indicated. This event meets overfill criteria.